Event description:
It was reported to philips that the system failed to product x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a electro-physiology treatment procedure was performed when the issue happened. The procedure was completed by moved the patient to another room. A field service engineer (fse) examined the system on-site and confirmed the system failed to produce x-rays. Upon troubleshooting fse noted that the system had not been rebooted for eight days. To resolve the issue fse advised the customer to reboot the equipment daily. After rebooting the system, the system was returned to use in good working order. The codes were updated based on the investigation outcome.